Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that interface cable was replaced and the pendant swivel was adjusted. Ethernet coupler was replaced. After troubleshooting further, it was reported that the issue was due to breakout panel assembly. It was reported that when yellow leds were checked 1 was green and the other led was flashing. When the blue leds were checked 1 was green and no leds was on orange. Mstsc was opened on difference and log file were stuck on error opening grame grabber failed. When the pleora cable was moved around the issue would pop up and go away. Break panel assembly was replaced. Testing of 2d, 3d and navigation transfer and accuracy was performed. Invalidate home and rad fluoro calibration was performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) was booting to home screen, imaging system became unresponsive on booting screen. Communication bar displayed connected to mobile view station (mvs) but not ready. There was no patient present at the time of the issue.

Manufacturer narrative:
The breakout panel for the imaging system was returned to the manufacturer for analysis. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the ethernet portion of the cable failed testing.